Manufacturer narrative:
(B)(4). Complaint summary: it was reported that when the surgeon was removing a spigot from the femoral bone the end of the im removal hook broke off and fell to the floor. An oxford im rod removal hook was returned due to fracture during surgery. As mentioned in the complaint description, surgeon was removing a spigot from the femoral bone the end of the im removal hook broke off and fell to the floor. It is unclear whether this event included only the fracture of the large pin or of both the small and the large pin. Both pins were missing from the shaft of the received instrument. Several scratches and dents were present on both the shaft and the body of the large pin suggesting repeated use and impaction of the instrument. The fracture surfaces of the large pin appeared irregular and featureless, which indicates a brittle overload mechanism of fracture. The fracture surface of the small pin on the shaft showed a wear pattern very similar to the surrounding surface of the shaft, which suggests that the small pin may have fractured earlier than the reported event and that the instrument may have been used for some time without the small pin. The zper associated with (B)(4) stated that the event had no impact to the patient and that no foreign body was retained. The ultimate reason of the fracture of the instrument could not be determined from the available information, however evidence of extensive damage on the main body of the instrument and on the large pin fragment suggests that repeated use and impaction may be contributory factors to its failure. The risk associate with the reported event is addressed in the oxford cemented risk file. Instrument fracture has a severity score of 1 (damaged or excessively worn instruments are used) and an occurrence score of 2. The event of instrument fracture has a severity score of 1 (damaged or excessively worn instruments are used (no harm)) which does not exceed the severity score on the relevant line in the risk management file. An mhr review could not be performed as lot number is unknown. A review of the complaint database over the last 3 years has found 8 complaints reported with the item. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the surgeon was removing a spigot from the femoral bone the end of the im removal hook broke off and fell to the floor. No delay in surgery or impact on the patient.

Manufacturer narrative:
(B)(4). Initial report: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that when the surgeon was removing a spigot from the femoral bone the end of the im removal hook broke off and fell to the floor. No delay in surgery or impact on the patient.